Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Hand-drawn photo that was created by the surgeon was received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information received: distal was examined and appeared complete. Proximal was not examined but sent off to pathology and no comment was made re completeness only margin re the cancer. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? What is meant by, ¿hole in the proximal posterior colon (lh) was in communication with the staple line?¿ did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What is (B)(6)'s experience with the cdh29p device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Is the stoma temporary or permanent? What is the status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that when using the ethicon echelon powered stapler to perform a colorectal anastomosis upon removal of the device from the patient post-firing a loud crunching noise could be heard. The noise was loud enough it could be heard around the room. Alt performed on newly created anastomosis with a positive result (champagne bubbles). Upon investigation hole in the proximal posterior colon (lh) was in communication with the staple line. Hole fixed with sutures and another alt test performed, negative result. The patient was then closed and a rectal foley catheter inserted, before the patient was removed from the table 100ml of fresh blood was noted in the collection. Patient re-examined and leak noted (rh) proximal posterior colon in communication again with the staple line. Determined to be venous bleeding. At this time another surgeon was called to ot (mr m.) Who helped to complete the procedure and suture the bleed. The patient was sent to ICU and had a covering stoma created. The tissue at the anastomosis site was otherwise healthy in the description of the surgeon. The surgeon was happy the assistant had opened the anvil of the stapler correctly, before using the correct motion to remove it from the patient. The surgeon noted upon inspection 1x malformed staple protruding from the anastomotic staple line. The surgeon uses a double purse-string technique with a furnace clamp and suture. She then uses a vicryl tie, in addition, to secure the proximal colon to the anvil. Rn firing the device: (B)(6). Cs40g contours stapler used for the initial transaction. The surgery was delayed by 275 minutes. Covering stoma created extended ot time. The patient was sent to the ICU post-op. The patient had a high bmi. Previous abdominal trauma, which lead to many adhesions which had to be addressed at the beginning of the case to gain access. Not considered to be an issue by the surgeon.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. This is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a draw of surgery and it shows a hole on the upper side of the draw. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 07/27/2021. Additional information was requested, and the following was received: what were the indications for surgery? Rectal cancer. What surgical procedure was performed? Laparotomy, extensive adhesiolysis, low anterior resection + defuncting loop ileostomy. Can you clarify, ¿hole in the proximal posterior colon (lh) was in communication with the staple line?¿: hole was just above/on and incorporating the staple line. Left hand posterior aspect of colorectal anastomoses. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any other issues experienced with the device in the surgical procedure before the loud crunch was heard? E.g. Was it hard to fire? No. Only crunching upon removing device from the patient. What is hayley¿s experience with the cdh29p device? Very experienced/competent rfsna who often fires the device for various surgeons (registered surgical nurse assistant). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b position, finger tight. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. What confirmation was received that the device completed the firing sequence? Auditable sound of washer cracking, green check mark illuminated, safety then returned to ¿on¿ position and device opened as normal and as expected without incident. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2x 360deg rotations, as per printed on device. Was there any difficulty removing the device? No, removed with normal force without incident, except for the loud crunching noise. Was a complete transection of the white breakaway washer visually confirmed? Yes, but can¿t remember 100%. Were there any issues noted with staple formation? If so, please describe the shape and location. Left hand, posterior aspect of the anastomoses: staple leg was visualised protruding from the anastomoses. Was the staple line visualized endoscopically during the initial surgical procedure? At end of procedure yes, bleeding was noted. Blood also found in rectal folly catheter (fresh bright red blood), which prompted initial investigations and concerns. Was a transfusion required? No. What was the pre and postoperative anti-coagulant and pain management protocol? Pre op: none. Post op: standard clexane, started 24hr post op. Pain pca transitioned to oral analgesic. Confirming was the bleeding intraluminal or extraluminal? Intraluminal. Is the stoma temporary or permanent? Tbc, waiting until four month review, then a decision will be made on best course of action. What is the patient's current status? Alive, awaiting four month review for next course of action. Options include life long stoma or coloanal anatomies, if still an issue. Negative leak test at time of procedure. 2 x CT scans, upon review of second scan leak was identified (third radiologist). Reconfirmed on gastrografin enema that there is an anastomotic leak at the left hand posterolateral aspect of the anastomoses.